Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 26ga 0.6mm od 19mm l label content incorrect. The main box appears with the barcode which has the correct lot information, in this case, lot 3274763. But, when looking at the labeling of the product itself, the unitary product: the typing of the lot on the label is with additional characters, that is, instead of being 3274763, it says 3274763p64.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of label content incorrect was not confirmed upon inspection of the photos. Based on the returned photos, on the product unit package - lot number 3274763 followed by p64 was observed. The p64 is referring to machine number that produced this lot. This is an existing label printing design with the lot number followed by the machine number indicated on product unit packaging. This is not a defect on the label. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.